Manufacturer narrative:
H3: 81 other - the customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. However, the customer mentioned that they found that one battery is bad and will not charge while one port had a melted/receded pin for the battery charger. The unit also passed the 40 minute battery output test as well after a full charge of the internal battery. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text: device will not be returned.

Event description:
It was reported to vyaire medical that the ltv 2200 ventilator had lost its power and stopped operation during patient use. Furthermore, the patient was transferred to another device and there was no patient harm associated with the event.